Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
The device related to the reported event capsular contracture was received on october 21, 2025, with lot number 1270117. No observations are performed for the complaint as the event is no complaint against the device. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedures, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.